Event description:
Per the audiologist, the patient was explanted due to pain at the implant site. Reportedly, the patient was explanted (date not reported) and the contralateral ear was implanted with a new device during the same surgery. More information has been requested.